Event description:
The pump had not been effective for the pt. Sometimes her therapy worked and sometimes it didn't. At refills, the expected versus actual volumes had no discrepancies. The pump was replaced because the pt was having so many problems with it. The device system was used to deliver dilaudid. Add'l info has been requested a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).